Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the instrument/suction channel was flushed with air and water, the instrument/suction channel was wiped/brushed, and the channel was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to damage on suction tube in control section, foreign objects come out of distal end; bending section cover or distal sheath rubber adhesion had chip; bending section cover or distal sheath rubber adhesion had white clouded area; light guide-bundle is slipping down; adhesive around light guide lens is peeled; distal end has a scratch; connecting tube has a dent; connecting tube has a scratch; water invasion in the device; distal end has a scratch; connecting tube has a dent; on water detection sticker 1c, dots are smudged and connected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the channel could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the channel could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the gastrointestinal videoscope had bad angulation. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a foreign object that came out of the suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.